Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during side to side anastomosis, the surgeon was unable to squeezed the handle. Used another device to complete the procedure. There was no injury noted in the patient.